Event description:
The reporter stated that the surgeon was using a competitor's lens with the msi-pm and noted that the haptic hinge tore in the injector prior to any contact with patient. It was reported that the likely cause of the iol was due to the lens injector.